Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was only leaking when the console was in the cart. The fse identified extensive damage to the external panel, chassis, and undercarriage. Upon further investigation the fse isolated to the leak to a broken check value. Therefore, the broken check value and other normal pm parts were replaced gaskets o-rings, etc. The unit passes all tests however the fse recommends replacing the unit due to the chassis damage.